Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours on the arm. It was noted that the cannula was bent upon removal of the pod. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
The data showed that the pod went into an alarm, which is defined as "pod has reached empty reservoir". The downloaded data does not show any timeouts or drive stalls. The pulse width increases towards the end of the run and reached timeout. This is due to the plunger base hitting the bottom of the reservoir. The reservoir of the pod was found empty, as expected with the alarm generated. The fluid path was tested using test fluid and no issues were found. The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.